Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that there was a blemish on display screen. Customer also reported that drive support cap was flushed. Customer reported to have pumped into a counter at the airport which may have cause damage. Customer's blood glucose was 319 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Drive support was inspected and no anomaly was noted. Pump received with cracked display window, cracked battery tube threads, broken reservoir tube lip, bleeding lcd glass. Pump passed displacement, rewind, basic occlusion, occlusion, prime/no delivery and excessive no delivery test.